Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's related with the defect were found. Returned picture and sample show a broken hub at the level of the presift. Based on available information and since no evidence of issues or abnormality in bhr, a root cause related to needle manufacturing process is not possible to determine.

Event description:
It was reported that breakage occurred before use with a bd blunt fill needle. The following information was provided by the initial reporter, "plastic connector piece broken on needle while pulling on medicament. No consequences for the patient, as the cannula is only used to draw up the infusion solution, but possible risk of injury to the user due to sharp fragments."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred before use with a bd blunt fill needle. The following information was provided by the initial reporter, "plastic connector piece broken on needle while pulling on medicament. No consequences for the patient, as the cannula is only used to draw up the infusion solution, but possible risk of injury to the user due to sharp fragments."